Event description:
It was reported that on 04 october 2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device was not completely open and disc had a bulging. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and correct size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform" instructions for use, "indications and usage:the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device was not completely open and disc had a bulging. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of device deformity could not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An image received appeared to show occluder in bulbous deformation. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform" instructions for use, (B)(6), revision b, "indications and usage:the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects.

Manufacturer narrative:
An event of device deformity could not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An image received appeared to show occluder in bulbous deformation. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer multi-fenestrated septal occluder - ¿cribriform" instructions for use, "indications and usage:the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device was not completely open and disc had a bulging. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
It was reported that on 04 october 2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an unknown delivery system. During procedure, it was noted that the device was not completely open. A new 25-18mm amplatzer talisman pfo occluder was chosen.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.